Event description:
It was initially reported that the patient was having issues with coverage. It was further reported that the patient may have a new lead put in that was MRI safe. The patient was also considering cancelling the lead procedure. The patient never had therapeutic effect. The patient stated the lead was sitting on her spinal cord and was bed ridden due to it. The patient felt ¿human¿ for 2 weeks after the initial implant. The patient also has a ruptured disc in her neck because the paddle was sitting on her spinal cord. The patient stated that the surgeon ¿remodeled¿ her cervical spine by shaving out bone and ¿cramming¿ the lead in. The patient felt like her head wanted to ¿blow¿ but it couldn¿t. The patient had to keep the stimulation off, but could hear buzzing in her head constantly. The patient was losing control of her vision, motor control, walking, facial and ¿everything.¿ the patient compared it to a spinal cord injury. The patient felt like she was carrying around a stack of cement on her back/shoulders, due to pressure and pain. Since the patient couldn¿t use the stimulator, she had pain due to her other injuries. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot# n280490, implanted: (B)(6) 2012, product type accessory; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 8591-38, lot# d26638, implanted: (B)(6) 2012, product type accessory; product ID 355531, lot# n336190, implanted: (B)(6) 2012, product type screening device; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).